Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from 43-44 mg/dl. The cause of the low bg was unknown. Customer consumed carbohydrates to address the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management. In addition, it was reported that multiple occlusion alarm occurred. Customer changed pump supplies to address the issue. Subsequently, a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer's blood glucose level ranged from 223-224 mg/dl. A new cartridge was loaded to resolve the issue. Lastly, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer was able to clear the alarm and resume insulin delivery with existing cartridge. The customer's blood glucose level ranged from 234-271 mg/dl. Lastly, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. The customer overfilled the cartridge. Tandem technical support educated the customer on cartridge labeling. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.